Event description:
Additional information was received wherein the ipg was explanted, replaced and relocated to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported observation of pain at ipg site was not confirmed. The root cause of the observation was not ascertained. A review of the ipg logs did not identify any anomalies that could be related to the reported event.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.